Event description:
It was reported that the patient was unable to adjust their stimulation and saw a 'call your doctor' icon displayed on the patient programmer. A 'power on reset' (por) condition was reported. The patient was unsure when the por occurred. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-33, lot# v581929, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).